Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. Device evaluation: one device was received. Visual inspection found the j-clip on the back panel was taped on. The return tube was cracked. The device passed flow rate test right at the 1 gpm minimum but had air in the system due to the cracked return tube. The device had old style clear float switch known to crack and was cracked. This caused fluid to leak from the top of the float switch, which leaked out from the membrane switch on front of device and down into bottom of enclosure on the inside. Evidence of fluid ingression on the printed circuit board (pcb) from the cracked return tube. The complaint was confirmed. The root cause was a crack in the float switch and return tube. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The float switch and return tube were replaced to correct the reported problem. Full preventative maintenance was performed, and the device passed all functional tests after repair.

Event description:
It was reported that the device had an internal leak. Patient involvement unknown.